Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v588144, implanted: (B)(6) 2010, product type: lead. Product ID: 3550-39, lot# n263643, implanted: (B)(6) 2010, product type: accessory. Product ID: 3487a-56, lot# v588144, implanted: (B)(6) 2010, product type: lead. Product ID: 3550-39, lot# n231806, implanted: (B)(6) 2010, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported the patient had a burning sensation about two inches away from the stimulator when stimulation was on and working, this was noted as over five months prior. Follow up reported the burning sensation they experienced five months ago was not occurring during the programming and education session.